Event description:
It was reported that a pump has false air in line alarm at start up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom air in line alarm was confirmed and reproduced. The evaluation found the upstream sensor's upper and lower fluid numbers to be out of specification. The resistance across the upstream sensor tail crystals was also found to be out of specification. The low reading are an indication that fluid infiltrated the sensor housing pockets, where the crystals are, and has started forming a resistive connection between the surfaces of the crystal. This would result in the reduction of the upstream sensor signals, causing the air in line alarms. As a result, the upstream sensor was replaced.